Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations were not confirmed. During the evaluation, it was noted video connectors were broken and couldn¿t be connected. Also, the card access key at the personal computer card slot was missing and printed circuit board battery failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera video system center board connector failed and there was no image. The event was occurred during inspection before use. The unknown diagnostic procedure was completed using another device, without any delays. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was found that the image was not displayed due to a faulty video connecter socket but the cause of the defect could not be identified. Olympus will continue to monitor field performance for this device.